Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a material rupture in the foley catheter. Per follow up with the ibc via email on 27nov2020, it was determined that the balloon (air bag) was burst.